Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for ketones and high blood glucose of 28.9mmol/l. It was stated that the infusion set was changed on three occasions. It was stated that the customer used multiple daily insulin and the glucose level was fine until late in the afternoon when the blood glucose rose. The customer treated, but the glucose level did not drop. The customer changed the infusion set and site, and the glucose level still were high. It was stated that the customer changes the infusion sets every three days. Ran a fixed prime test and the insulin exited. It was stated that the alarm history revealed multiple no delivery alarms. No further info was provided.